Event description:
The caller reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed by technical support to plug the wall adapter into a known working outlet and wait for at least 30 consecutive minutes to see if the pump would begin charging. Technical support planned to follow up with the customer.